Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a left total hip arthroplasty, the liner implant would not fully seat into the cup. The surgeon attempted to seat the liner multiple times with failure. No adverse events were reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned liner identified scratches on the rim and inner diameter of the liner. There are also visible damages on the scallops and the locking feature. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.